Event description:
It was reported by the rep that the device was used during a laparoscopic nissen fundoplication. It was reported the seal of the upper housing of the trocar tore during the procedure. This has happened several times recently during the surgeon's laparoscopic nissen procedures. There was no consequence to the pt.